Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/03/2017, that on (B)(6) 207, the alerts did not sound on the g5 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no audio alerts on the g5 mobile application could not be confirmed via data. A root cause could not be determined.